Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received by the patient's cardiologist, which included the death summary. The patient died of electro mechanical disassociation due to recurrent ventricular tachycardia. The patient was not pacemaker dependent and the cardiologist indicated the device and death were not related. The patient was admitted to the hospital three months prior to death on (B)(6) 2010 with severe coronary artery disease and underwent a triple vessel bypass and placement of a porcine aortic valve and mitral valve on (B)(6) 2010. The patient had a difficult and slow recovery which was complicated by ventricular fibrillation in the hospital and was successfully resuscitated. (B)(6) 2010 patient received an ICD system and discharged to home on (B)(6) 2010 on chronic dialysis. (B)(6) 2010 the patient arrived in the emergency room after receiving three shocks from the defibrillator. The device was thoroughly interrogated and functioning normally, sensing appropriately and capturing appropriately in both chambers, per the physician. The patient had six episodes of monomorphic supraventricular tachycardia that were successfully converted by the shocks the device delivered. The physician had a discussion with the patient who expressed not wanting to live like this and receive anymore shocks and wanted the device turned off. Comfort care status was requested. Prior to the device being turned off the patient had another episode of vt and received a shock, went unresponsive, never woke up, stopped breathing and expired. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received.

Event description:
An implantable cardiac defibrillator (ICD) was returned from an unknown source. Information identified in the manufacture's data base indicated the patient died approximately six weeks post the implant of the ICD system. Cause of death was requested and not received.